Event description:
It was reported that an ilet user experienced hyperglycemia around 264 mg/dl after changing infusion sets, and was advised to allow time for the pump¿s corrective algorithm to take effect; no device alarms or alerts were reported. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on activities, no medical or surgical intervention, and no hospitalization. Investigation included complaint assessment and user troubleshooting with education on expected algorithmic correction following infusion set changes. Investigation of this case revealed no device malfunction reported and no component issue identified; the event was consistent with transient hyperglycemia following a set change with algorithmic correction pending. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.